Manufacturer narrative:
(B)(4). Batch # p55u3n. Device evaluation: the analysis results showed that one gst60t cartridge reload was returned with 5 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that while prepping for a lobectomy procedure when the cartridge was opened that the metal tray and the staple pushers were mangled and broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.